Event description:
It was reported that this pacemaker was found to be operating in safety core. Boston scientific engineers analyzed the device memory and confirmed that the safety core was triggered by an oscillator mismatch. The device has two oscillators (internal clocks) that are used to provide timing references for pacing and sensing. The device monitors to ensure these oscillators are synchronized correctly. If the device detects three oscillators synchronization errors occur within a 48-hour period, the device will revert to safety core. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety core. Boston scientific engineers analyzed the device memory and confirmed that the safety core was triggered by an oscillator mismatch. The device has two oscillators (internal clocks) that are used to provide timing references for pacing and sensing. The device monitors to ensure these oscillators are synchronized correctly. If the device detects three oscillators synchronization errors occur within a 48-hour period, the device will revert to safety core. This device was subsequently explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be operating in safety core. Boston scientific engineers analyzed the device memory and confirmed that the safety core was triggered by an oscillator mismatch. The device has two oscillators (internal clocks) that are used to provide timing references for pacing and sensing. The device monitors to ensure these oscillators are synchronized correctly. If the device detects three oscillators synchronization errors occur within a 48-hour period, the device will revert to safety core. As of today, the device remains implanted however the patient is listed for an urgent device replacement. No adverse patient effects were reported.